Event description:
Medical professional reported student nurse had been in-serviced on the product. The needle stick occurred when she was withdrawing the needle after injecting the pt. Nurse has had (B)(6) and her titer in 2010 was in range. The pt involved has his blood work drawn. The clinician who received the needle stick was a student nurse. She went to the ER and her family doctor who both said to wait for the pt's blood work before they move forward. Nurse will not receive prophylaxis or blood work until the results are viewed. The blood work from the pt came back (B)(6) therefore there was no treatment or blood work required from the student nurse involved in the event.

Manufacturer narrative:
As three different lots were received, a follow-up was conducted to find out which lot was involved in the incident, however, facility could not identify which lot the defective sample came from. Eval summary: issue: needle stick; shield does not lock out. Regulatory compliance did not receive the actual sample involved in incident, however, received three different lots: (101) sealed 8mm, 29g auto shield pen needle with the shelf carton from lot # 1006260, (9) sealed 8mm, 29g auto shield from lot #0243177, and (9) sealed 8mm, 29 g auto shield from lot # 0243169. Customer states that she received a needle stick and the needle did not retract. Twenty out of 101 received auto shield pen needles from lot # 1006260 were evaluated and were observed to engage properly and inject insulin without any defects. Two out of nine received auto shield pen needles from each lot# 0243177 and 0243169 were also evaluated and were observed to engage properly and inject insulin without any defects. The needle not retracting and needle stick issues cannot be confirmed as defects. No further action required. Complaint history check was performed and as of ((B)(6) 2011) yielded no other complaints against lot number 1006260, 0243177, 0243169 for same issue. Info will be captured on trend reports and monitored monthly.